Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient presented in clinic for routine follow up. Upon device interrogation varying battery voltage was observed. It is noted that although the battery voltage was varying, estimated device longevity remained the same. It was later found that the actual device longevity was significantly shorter than the estimated longevity and the device would soon be at eri. Patient will continue to be monitored.